Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the temperature reading did not change during ablation. During a atrial flutter ablation procedure with a intellanav mifi open-irrigated catheter the catheter was visualized and all electrode signals were available. However, during ablation the temperature reading from the catheter was a constant 22 degrees celsius when used in power mode. The generator and pump were connected properly. The generator was changed out, but the new generator had the same constant 22 degrees c reading during ablation. The physician was able to make durable lesions confirmed by signal attenuation, impedance drops, and termination of the tachycardia. The procedure was completed and the catheter was not replaced. No patient complications were reported and the patient's current condition is fine.